Event description:
It was reported that the ilet user performed an accidental second meal announcement and was advised to keep sugar on hand and monitor blood glucose. This was characterized as an incorrect procedure related to the user interface. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified consistent with an incorrect procedure involving an accidental duplicate meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error contributing to the event.